Event description:
Was reported that air was present in the cassette tubing and that the pump did not alarm. The patient went to the emergency room and noticed a big pocket of air in the bag. Reservoir volume was at 100 ml, 27.20 ml was given at a flow rate of 2.2 ml/hour. No patient injury was reported.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for air visible in line is a disposable (cassette or tubing) issue. The most probable cause for no audible alarm from the pump is a defective air sensor or air sensor was set to off; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(4).